Manufacturer narrative:
(B)(4). Batch unknown. Additional information received: can you please provide more event details? Were any unusual noises heard from the device during the firing sequence? Device sounded weak like attenuated; was draining. If the cartridge did break apart were all pieces retrieved from the patient and accounted for? Yes. If no, please explain. Did staples deploy at all? Yes. If staples deployed, what was the appearance of the staples? (B-formation, irregular, legs straight)? Looked ok. Can you please provide more details why they didn¿t need to oversew anything? Stapled parallel to the area.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, the powered echelon and the gst reloads, about two thirds down the staple line it slowed, stalled and then resumed. The plastic drivers and the staple line, fell apart, were broken. As well as the whole cartridge housing. They were using buttressing. It was the second firing. They didn't need to over sew anything. Case completed with another device of the same product code and another reload. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch t5a108. Additional information requested but not received: can you please provide more event details? Were any unusual noises heard from the device during the firing sequence? Device sounded weak like attenuated was draining if the cartridge did break apart were all pieces retrieved from the patient and accounted for? Yes. If no, please explain. Did staples deploy at all? Yes. If staples deployed, what was the appearance of the staples? (B-formation, irregular, legs straight)? Looked ok . Can you please provide more details why they didn¿t need to oversew anything? Stapled parallel to the area. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.,it was reported that: difficult to fire - firing speed, damaged cartridge, incomplete staple line. The analysis found that one gst60g cartridge reload was received for analysis with the pan dislodged and the cartridge body was noted to be damaged. The reload was received with the right side partially fired 2/3, left side fully fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.